Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Primary diagnosis- primary osteoporosis type of fracture - compression fracture it was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty surgery at l1. During surgery, when the surgeon hammered the osteo-introducer to insert across a guide pin it was hard to insert because the patient's bone was hard and the surgeon hammered the guide pin by mistake. The guide wire broke through the front of wall of vertebral body about 4 cm. After the event, there was no bleeding symptom so the surgeon continued the surgery with pre-vision drill, balloon and cement. The surgery was finished. The guide wire broke through the front of wall of vertebral body about 4cm. Product came in contact with the patient. There was an overall delay of less than 60 min in the procedure. According to the healthcare professional's opinion the reported event was not related to use of medtronic products but due to technical error. The guide pin ruptured anterior during operating in the right side. According to information from operating room, no patient symptoms or complications were reported. Patient's current status: no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.